Manufacturer narrative:
This information is unknown. Event date is unknown. The 510k: this report is for an unknown trauma locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed on (B)(6) 2018. The patient was initially treated for an intertrochanteric fracture on (B)(6) 2017 when the patient was implanted with one (1) 11 mm/130-degree tfna short nail, tfna 100 mm helical blade and a 5.00 mm locking screw. The removal surgery was performed due to the patient¿s poor bone quality. Surgeon removed the short tfna nail and revised it to a total hip. The surgeon also removed the locking screw and the 100mm blade. The removal surgery went without any complications. Patient status is unknown. This complaint is for an unknown locking trauma screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.